Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. They were found down in their home, emergency medical services (ems) was called and acls was performed. The patient was declared dead at the hospital after life saving measures were taken. Log files were to be taken from the system controller after the system controller could be obtained from law enforcement personnel.

Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all currently available informationno further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.